Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
Customer reported issue with unresponsive touchscreen on pump, as screen was frozen and did not respond to input. There was no adverse impact to the customer's blood glucose level. Customer attempted pump reset without success, opted for multiple daily injections as backup therapy, and was instructed to return pump with prepaid label after putting it into storage mode with provided instructions.